Event description:
My explant components do not match my hospital chart sticker info. The (femoral ball head) info on explant: 32mm c 5mm ext jjo (B)(4) does not match surgery records from 1996 or 2005. Have had 3 hip replacements: (B)(6) 1996, (B)(6) 2005, and (B)(6) 2010; all which were done by dr (B)(6). My second hip (B)(6) 2005, failed prematurely and never felt right compared to the 1st and 3rd. Dr dismissed me as pt arbitrarily and refuses to provide me or my new doctor my complete medical records nor will he explain why this happened.